Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. A visual inspection revealed no non-conformances. The sets were attached to a viaflo bag and priming was performed. It was noticed that when pressing the hand pump, some fluid was running up into the bag. The cause of this condition has not been identified. Baxter will continue to monitor similar reports to determine if further actions are required. Batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. As required by the manufacturing procedures for each produced finished code and also individual components, statistical sampling is used to control the quality of fully-assembled sets at every stage of the manufacturing processes. The sampling and the test results confirm that the batch complied with the required quality characteristics as defined in the procedure.

Event description:
The customer reported to baxter (B)(4) regarding one (1) surgical bld admin set in which the customer was experiencing back flow when attempting to prime the set. The incident happened before use, no patient is involved. No patient medical intervention or injury were reported. No additional information is available.